Event description:
During a da vinci s surgical procedure, arcing was observed to have come from the monopolar curved scissors instrument with tip cover accessory attached. No pt harm, adverse outcome or injury was reported and the planned surgical procedure was completed.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering found evidence of arcing. The tip cover was returned with multiple holes burned through the silicone. There is a .315" long tear in the silicone at the distal tip with multiple small, irregularly shaped holes branched off of the main tear. Silicone exhibits localized melting around the holes, indicating an arcing event occurred.